Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be interrogated in the right ventricle after multiple attempts. The device was moved back into the atrium and communication was successful in that area. The physician elected to abandon the procedure, and the device was retrieved. The patient condition was stable throughout procedure.

Manufacturer narrative:
Reported event of interrogation problem was not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis without loss of communication. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.